Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and without the device to analyze, a cause for unintended movement (clip opening during efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip open while establishing final arm angle (efaa) it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atrium. The clip was advanced to the mitral valve a2/p2 central with no reported issue; however, the clip opened to 30 degrees during establishing final arm angle (efaa). The clip was closed again and locked. The clip passed second efaa and was deployed, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.